Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the ins had been placed with ¿factory settings¿ in november and the patient was going in for a change in settings and the battery was dead. The patient was told that they needed to have surgery again to take out the old one and put a new one in. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient went to their doctor¿s office in may and, at that time, it was determined that the implanted neurostimulator (ins) was depleted. The patient stated that this was premature and the device was at the same settings as it was when it was put in. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s implant battery lasted for under a year and the healthcare provider (hcp) thought the implant battery would last 5-10 years based on the patient¿s settings/usage. No further complications were reported/anticipated.